Manufacturer narrative:
See MFR. Report #3004209178-2016-23119 regarding issues the patient experienced with the previous device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the implant sometimes turned on its side, but the patient was able to "flatten it out again." The implantable neurostimulator (ins) felt loose and not secure in the pocket. This had occurred since implant. She hadn't had any falls or traumas, but noted that she had moved furniture and this may have affected the implanted system. Starting in (B)(6) 2016, she also experienced a loss or change of therapy and had not been getting as much symptom relief. She noted having a return of symptoms. The patient couldn't turn stimulation up because her left foot turned in if she turned stimulation up to 4.0 volts. She confirmed stimulation was on and was set at 3.5 volts. The patient had pain with the previous device, but now it was much worse and she had major back pain that was shooting down the left leg to the foot. This occurred on (B)(6) 2016. It really hurt recently when walking, sitting, or lying down. It reminded her of sciatic pain. She was to follow up with a healthcare provider regarding the ins pocket issues, lack of therapeutic effect, and pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.